Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. (B)(6). Patient country: united states.

Event description:
Unomedical reference number: (B)(4). Event occurred in united states. On 01-june-2024, it was reported that the patient's infusion set tape was not sticking properly. They had used the first product for 3 days, but the second one didn't even last a day. The patient prepared the site by wiping it with alcohol and allowed it to dry before insertion. No further information was given.